Manufacturer narrative:
Philips field service engineering replaced the 3d9-3v transducer. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported to philips their 3d9-3v transducer split into two pieces during use on a patient. There was no report of harm associated with this issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
According to the investigation into the transducer malfunction, philips is working with our supplier to determine root cause and correct the issue.